Manufacturer narrative:
The reported complaint that the belt guards on the side of the autopulse lifeband (lot# 181831) came unlocked and would not click back was not confirmed during the visual inspection and functional testing of the returned lifeband. During testing, no device malfunction was found, and the lifeband functioned appropriately and as intended. Functional testing of the returned lifeband was performed using a known good autopulse platform and the platform owned by the customer. The installation test was successful. The lifeband clip and belt guide locking tabs locked correctly, and the hinged belt guides snapped into position properly. The platform passed a 30-minute test on a normal manikin, with all lifeband parts functioning correctly.

Event description:
During the call, the staff member was informed that the belt guards on the side of the autopulse lifeband (lot# 181831) came unlocked and would not click back. The crew has decided to remove the device and replace it with lucas to perform compressions. No consequences or impact to the patient. When the platform was removed from the patient, the black cover plate of the lifeband came loose, however, the lifeband belt clip was still in the slot of the drive shaft. After the call, the staff member changed the lifeband and did not see any errors on the device. The device was tested over the weekend and confirmed to be functional.